Manufacturer narrative:
The reported event of unspecified malfunction could not be confirmed. The device was returned for analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier were tested on the bench. No anomalies were found.

Event description:
It was reported that the implanted cardioverter defibrillator (ICD) exhibited an unspecified malfunction. The ICD was explanted and replaced. Patient condition is unknown.